Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that a permanent out of range signal occurred on (B)(6) 2016. No injury or medical intervention was reported. The complaint device was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The receiver download was reviewed and could not verify the customer complaint. The receiver was tested for charge and the battery was fully recharged. Global receiver functional test was performed and resulted in no failures related to the customer complaint. Additionally, a pairing test was performed with a matching transmitter and resulted in no loss of antenna. The reported fault could not be reproduced with the receiver. The customer complaint of a permanent out of range signal was not confirmed. The root cause could not be determined.